Event description:
The customer reported the haptic of the aq2010v silicone three piece lens was torn while loading the unit, however the damage was not observed until the surgeon was advancing it into the eye. The lens was removed without altering the incision and another lens was implanted. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product both haptics and half of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4). Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4).